Event description:
Event was reported to herniamesh by the distributor who receive a legal complaint by the patient attorney. The patient has suffered vaginal pain, painful intercourse, erosion mesh, mesh extrusion, and corrective surgery/repair. No further information has been provided.